Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked what additional actions/interventions were taken to resolve the device issues following the MRI, the hcp said the device is still not working as was as it was prior to the MRI. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient had an MRI (not related to device/therapy) and felt pain in the area of the device and into their gluteus afterwards. They also added thatthe system hasn't been working as well as it had before the MRI. The hcp noted the patient came into the office on (B)(6) 2019 and indicated that the ins was on, but they weren't feeling stimulation. The hcp performed typical manipulation of programming (i.e. Increased amplitudes and switched programs) and this seemed to help; the pain is better now and they were feeling stimulation in the correct area. The caller mentioned the device seems to be functioning, but "they did check impedances". No troubleshooting could occur at the time of contact due to lack of access to the product. The call center reviewed that if the MRI was performed under the manufacturing company's guidelines, it would be unlikely that the scan would affect the system. The call center suggested obtaining imaging, running impedances, and perform additional reprogramming as necessary. No further patient complications have been reported as a result of this event.